Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the harmonic ace instrument was broken and fell inside the patient's cavity. The fragment was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. When the customer used the instrument for about an hour or two to dissect the myoma, the instrument tip broke and the fragment fell into the patient. The fragment was retrieved during same procedure and confirmed with visual inspection. The surgeon did not notice any issues with the functionality of the instrument and did not perform post-operative test to check for remaining fragments. The instrument did not collide with any hard materials or other instruments and was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.112¿ from the base and the broken piece was returned.